Manufacturer narrative:
The device is not available for evaluation. A lot history was provided. A device history lot review is pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2024 and involved a tego connector where it was reported ¿patient presenting for 2nd of 3 dialysis treatments per week. Tego on both arterial and venous lines of av fistula inspected prior to dialysis ¿ both intact. Upon commencement of dialysis, it was observed by the clinician that the tego had not created a complete seal with the dialysis tubing on the arterial line and air was being drawn into the system. Treatment interrupted while tego on arterial line changed. Tego changed ¿ silicone rim and septum of tego were observed to be distorted from the plastic core. Treatment recommenced. As treatment progressed, high pressure was then observed in the venous line ¿ line checked. Treatment interrupted while tego on venous line changed. Tego changed - distorted silicone from tego observed possibly blocking line. Staff concerned silicone may break away causing venous emboli. Clinic staff confirmed that they only use the tego from a sealed package, and it is changed weekly as per protocol or more frequently if required. The dialysis clinic are long term users (7 years) of the tego and noted that the silicone material has changed from an opaque appearance to more recently a clear shiny appearance. It has been recent the last 3 months that they have been experiencing ¿issues¿ with the outer silicone layer of the tego. The clinic does not use the curos disinfecting cap with the tego.¿ the medication used was heparin lock 500iu/ 5ml. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, delay in therapy, but no adverse events and no one was harmed by the reported event.

Manufacturer narrative:
A couple of photos were shared by the customer, where the item and lot information from a brand-new sealed tego is shown. However, no physical damage or anomalies are observed. One new list# d1000, tego¿ was returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned sample was flushed, and no flow restriction was confirmed, additionally the sample was leak and vacuum tested as per procedure, met the product specification. Complaint of deformed cannot be confirmed or replicated. A device history lot review was performed and no relevant discrepancies, anomalies or nonconformances were identified that might lead the condition reported from customer. D9 device returned to manufacturer on 1/13/2025.